Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month after the implant of an implantable pulse generator (ipg) system, the patient experienced a pocket infection as the device pocket was swollen and their blood cultures were positive for (B)(6) bacteria. The device system was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.